Event description:
It was reported that the pump touch screen was unreadable and that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.